Event description:
It was reported that during an unspecified treatment procedure, a guide wire stuck on a catheter. During advancement of the delivery system, the amplatzx super stiff guide wire "blocked" on he catheter resulting in simultaneous withdrawal of the catheter and the amplatz guide wire. It was observed there was a "ruggedness" on the guide wire. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the event occurred during an aortic valve percutaneous procedure with a non-bsc delivery catheter dedicated specifically to the implantation of the valve.

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed. The device presents the coating severely scraped (peeled along the entire body). Also presents the distal tip kinked and slightly elongated. The outer diameter (od) of the device was measured at three locations where damage was not noticed. The guidewire is within od specifications.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)